Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, two different trocars were leaking pneumo. The seals were leaking at the duck bill. Another device was used to complete the case with no patient consequence. The devices will not be returned for analysis at this time. The account will not release them.